Event description:
It was reported the pt was not getting therapeutic effect from her device. It was stated the device "never covered the pt's pain" in her back and legs and reprogramming did not help. It was also stated the device would "get hot when turned on for a half or full day." It was also stated the pt was "allergic to the components" and developed hives post-implant which have returned intermittently. It was stated the pt was receiving pain medication which addressed pain and wished to have the device system removed. The pt was referred to their health care provider. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.